Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 8 atm's on the initial inflation. The patient was asymptomic during this event. The lesion being treated was a calcified and 95% stenotic lesion in the proximal left circumflex coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is report as 'good'.